Manufacturer narrative:
Date of initial report: 07/22/2009.

Event description:
Procedure type: unk. According to the reporter: the needle broke while device was inside the pt. The surgeon managed to remove the needle.